Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was found prone and unresponsive, and was then taken to the ER. A physician asked that a company representative come interrogate the patient's device to determine if any seizures had taken place, and they had found data showing that the patient had seizures all day long and had a period of bradycardia followed by more seizures and then another bradycardic period. At the point the patient was found and taken to the ER. During the investigation for this patient it was determined through online obituary search the patient had passed away the day after the above events occurred. No additional information as to the cause of death or cause of the bradycardia/seizures has been received to date.

Event description:
Information was received that the patient was buried with the device. No additional relevant information has been received to date.